Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Duodenal ulcer is a known complication of a nj / peg tube and j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in estonia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube, and started lcig therapy on (B)(6) 2015. On (B)(6) 2019, the patient was hospitalized for abdominal pain and vomiting. CT scan confirmed peg tube migration into the small intestine and decubitus ulcer in the duodenal bulb, caused by the peg tube pressure. On (B)(6) 2019 the patient underwent peg and peg-j tube removal.